Manufacturer narrative:
The quality assurance (qa) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Stabbing pain in her knees [arthralgia], swelling in the knees [joint swelling], right side calf swelling [oedema peripheral], baker's cyst ruptured [synovial rupture], bruise on bottom of foot [contusion], still having a lot of pain [device ineffective], joint stiffness. Case description: spontaneous report was received on (B)(6) 2013 from (B)(6), with osteoarthritis. The patient medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection, route not provided, at a dose of 6 ml, once in both knees. The lot number for synvisc one was not provided. The patient reported that, shortly after the injection, her doctor noticed a bruise on the bottom of her foot where a baker's cyst had ruptured. On the same day, the patient developed stabbing pain in her knees and some swelling in the knees. It was reported that the patient also developed right side calf swelling. On an unspecified date in 2012, the patient experienced joint stiffness. On an unspecified date, the patient was given treatment with prednisone for ten days, post injection for pain in the knees and swelling (both knees and right side calf). The patient stated that the swelling in both the knees was decreasing over time and the right side calf swelling also recovered. It was reported that the patient was still having a lot of pain (device ineffective). The outcomes for the events of still having a lot of pain (device ineffective), baker's cyst ruptured and bruise on bottom of foot was not provided. The patient did not recover from the events of stabbing pain in her knees, swelling in the knees and joint stiffness. Concomitant medications were not provided. The intensity for all the events were not provided. The causal relationship between synvisc one and all the events was not provided.